Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that ten years and eight months following the implant of this bioprosthetic valve, the valve was explanted and replaced with another bioprosthetic valve for an unknown reason. No additional adverse patient effects were reported.